Event description:
Procedure type: bowel resection. According to the reporter: the device could not be twisted back after firing. It was stuck to the tissue and could not be opened, resulting in the resection of an extra section of the intestinal tissue. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).